Event description:
It was reported that post op a realize adjustable gastric band; the patient had symptoms of a slippage such as vomiting. The surgeon emptied the band during the return procedure, which reduced the slippage. Suture was used to hold the band in place. There were no other reported patient complications.

Manufacturer narrative:
Date sent: 10/1/2009. Information is unavailable; device was not returned for evaluation.